Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The nurse verified that all connections and cables were appropriate and secure and that there was no blood in the helium tubing. It was reported that the patient had been moving back and forth in the bed, shifting often as well as coughing forcefully. The nature of the alarm was explained and why these motions would trigger the alarm. The nurse was encouraged to call back should the alarm go off several times in an hour to troubleshoot together. The nurse called back after the alarm went off twice in one hour. The augmentation was decreased by two bars and the alarm did not sound again.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The nurse verified that all connections and cables were appropriate and secure and that there was no blood in the helium tubing. It was reported that the patient had been moving back and forth in the bed, shifting often as well as coughing forcefully. The nature of the alarm was explained and why these motions would trigger the alarm. The nurse was encouraged to call back should the alarm go off several times in an hour to troubleshoot together. The nurse called back after the alarm went off twice in one hour. The augmentation was decreased by two bars and the alarm did not sound again. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Patient's height: 182cm. No repair information has been provided, the complaint will be closed and in the event information was to become available, the file will be reopened and updated.